Manufacturer narrative:
On (B)(6) 2011, the bed passed quality control (qc) checks and met specifications prior to pt placement. On (B)(6) 2011, the bed was evaluated at the kci service center by a kci service consultant. There was no evidence of a defect or malfunction with the bed. All four side rails were full latching in the upright and mid positions and functioned as designed. The bed passed qc checks and met specifications. The bed functioned as designed. Kinair medsurg pulse has an exit alarm button feature where a 10% or more decrease in pt weight is detected when activated.

Event description:
On (B)(6) 2011, the risk manager reported the following to kci: on (B)(6) 2011, the nurse left the side rails down on the bed and after an unk period of time, the pt fell out of the bed. The pt experienced a cerebral hemorrhage from the fall and subsequently died later that day. The risk manager reported that there was no malfunction of the bed; however, the nurse taking care of the pt failed to place the side rails in the up position as per hospital protocol. Multiple requests for additional info from the ICU director and risk management manager by kci were denied.